Event description:
A malfunction was reported on the patient's pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. Technical support instructed the customer to call back if any further malfunction occurs, and the caller acknowledged this instruction.